Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while refilling, the plunger on a 10ml bd luer-lok¿ tip syringe became separated. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident. However, ten retention samples were evaluated and tested for molding defects in cylinder, plunger and/or stopper affecting the functionality or safety of the final product. Also, correct assembly of components, breaking and holding force, appropriate stopper assembly, presence of lubricant and leakage. Based on the evaluation performed on retention samples, the results were in accordance. Therefore, product defect is not confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: no samples displaying the condition reported are available for examination. Based on the evaluation performed on retention samples, the results were in accordance. Therefore, product defect is not confirmed.